Event description:
Patient reported that at times the adhesive pad is not sticking for the full 24 hour period. Patient stated at times the adhesive pad won't stick immediately after applying the vgo or sometimes from a few minutes to a few hours the adhesive pad detaches. Patient is cleaning the site before applying the vgo and avoiding folded skin.